Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to a withdraw of support and stroke. The outcome was not considered to be device related. The autopsy was not performed. The device operated as expected. The device was not explanted.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the stroke was hemorrhagic. The patient was implanted on (B)(6) 2023 with chest washout on (B)(6) 2023 and chest closure on (B)(6) 2023. They had started subcutaneous heparin on (B)(6) 2023. They experienced altered mental status and delayed awakening, intubated at time of findings. The patient had continued antiplatelets and subcutaneous heparin. The support was withdrawn on (B)(6) 2023.

Manufacturer narrative:
Section d1 brand name: corrected; section d4 catalog number: corrected; section d4 primary UDI number: corrected; no further information was provided. The manufacturer is closing the file on this event.